Event description:
It was reported that a continuous glucose monitor displayed malfunction message 42 while paired with sensor. There was no reported impact to the customer¿s blood glucose level. Customer support provided full pump reset instructions, guided caller through reset, and pump did not display malfunction message again after reset.